Event description:
It was reported that during the stent placement procedure via a radial approach, the stent allegedly failed to deploy. It was further reported that the physician suspected that the delivery system broke and the whole device was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: a physical sample was returned for evaluation. During evaluation, the t-luer adapter was detached from the slider which made a successful deployment using the trigger impossible. The stent was still loaded in the delivery catheter and could be deployed during deployment test using the conventional method. Based on available information and evaluation of the returned sample, the investigation was confirmed for detachment and the subsequent failure to deploy using the trigger is considered as a cascading event. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "gain access to the treatment site utilizing appropriate accessory equipment compatible with the 6fr bard e luminexx vascular stent system. (1) via the femoral route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion. (2) the delivery system requires a minimum 6fr introducer sheath". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to device warnings, the instructions for use states "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". (Expiry date: 05/2024).